Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump failed the battery test. Troubleshooting was performed. The customer stated that he is using the proper batteries. During the call, the customer mentioned being in the hospital for pneumonia and high blood glucose. The customer also mentioned that his high glucose was due to bad insulin, and nothing has to do with the insulin pump. The customer stated that his blood glucose is normal since the replacement of the insulin pump was connected to him. No further info was provided.